Event description:
No blood glucose levels reported. The customer reported a recurring button error alarm from the insulin pump. The customer was advised that the insulin pump would need to be replaced. No additional information was provided.

Manufacturer narrative:
The insulin pump was received with unresponsive up arrow button due to corroded keypad trace. No button error alarm noted. The insulin pump received with deep scratched display window, cracked reservoir tube lip and missing end cap sticker.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.